Manufacturer narrative:
The device history record was reviewed for the lot and all manufacturing operations were found to be within specification. Samples were not returned for evaluation.

Event description:
I flow received a report stating, two pts on pumps with selesct-a-flow dials set at 8ml/hour were reported to infuse in 24 hours instead of 48 hours. Pumps were both filled with 400 mls, medication ropivicaine 0.2% set at a rate of 8ml/hour. No pt complications reported. I-flow has no independent knowledge of the event reported but is relaying the info that was provided by the user facility where the incident occurred. This product incident is documented in the I-flow complaint database and identified as record (B)(4).